Event description:
Patient on nocturnal ventilation. Turned off after patient removed device interface, turned back on to reinitiate therapy as patient fell asleep. Upon powering up device alarmed to service unit - this therapist reset alarm and did basic troubleshooting. Alarm did not reoccur and therapy was restarted. 1 hour later alarm resumed while patient was wearing. Patient was placed on supplemental o2 and device removed from room with intention to replace.